Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, prolapsed posterior leaflet, thin leaflets, enlarged atrium, and small cardiac chambers. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was then inserted and deployed on the mitral valve. However, after removing the clip delivery system (cds), the clip shifted. The clip had partially detached from the posterior leaflet and fully attached to the anterior leaflet (partial clip movement). An ultrasound was performed and revealed a posterior valve tear. The procedure was discontinued. No additional clips were implanted, and the mr increased to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement appears to be related to pre-existing patient anatomy. The reported mitral regurgitation is a cascading event of the migration. Tissue injury appears to be related to partial clip movement. Additionally, the reported patient effect of mitral regurgitation and tissue injury are listed in the mitraclip system instructions for use and are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.